Manufacturer narrative:
Concomitant medical products: ddmb2d1 ICD; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within 2 months of a device replacement procedure, the patient had an infection at the device pocket site and cultures were taken. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.